Event description:
The patient reported experiencing an allergic reaction to the adhesive. The patient stated that the adhesive caused itchiness in the area of application. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).